Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed as it was noted that there were heating problems during testing. The heater was replaced. A functional test was performed and device passed all applicable tests. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the device has zero flow rate and heating problem. Per sample evaluation received on 09mar2023, they replaced the mixing pump assembly and heater. There was cooling problem and heating problem. Per follow up information received via email on 17mar2023, they repaired this device in field on 09mar2023. They replaced the heater and circulation pump assembly. The biomed told the device was challenging to heat. And before they went there, they had a function test. They found zero flow problem. Therefore, they replaced both the heater and circulation pump assembly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device has zero flow rate and heating problem. As per sample evaluation received on (B)(6) 2023, they replaced the mixing pump assembly and heater. There was cooling problem and heating problem . As per follow up information received via email on 17mar2023, they repaired this device in field on (B)(6) 2023. They replaced the heater and circulation pump assembly. The biomed told the device was challenging to heat. And before they went there, they had a function test. They found zero flow problem. Therefore, they replaced both the heater and circulation pump assembly.